Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra operative placement difficulty for the pacing lead was identified. The pacing lead was removed. No patient complications have been reported as a result of this event.